Manufacturer narrative:
Correction: correcting the date returned to manufacturer from may 8, 2023 to may 9, 2023. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, noise appeared on the image due to contact failure of the video connector. The cause of the faulty video connector could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields d4, d9, g3, h3, and h4. The visera pro video system center was returned to olympus and evaluated. The evaluation confirmed the reported event. There was occasional noisy interference stripes in the image due to the defective connector on the device. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
During the inspection at the repair center, the subject camera head was confirmed to be working as normal. A cross test was performed using a working loaner camera head on the same processor at the facility. The evaluation determined the processor socket was faulty. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there were horizontal stripes on the hd camera head. The unspecified procedure was completed with a similar device. There was no report of patient harm associated with this event.